Event description:
A hospital reported via a distributor that the pressure line was missing from an rt127 infant breathing circuit kit. It was noted prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The returned rt127 breathing circuit kit was visually inspected for a missing pressure line. Results: the breathing circuit package consists of a number of components grouped together during production. The pressure line was confirmed missing from the returned kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the pressure line was omitted during our assembly process. Our monitoring and trending of missing/wrong components in breathing circuit kits has a rate of occurrence of 44 ppm (a total units affected of total sales) worldwide in the last year to january 2009.